Manufacturer narrative:
Investigation summary: it was reported there were floating objects in the flush. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe out of the packaging flow wrap with the barrel label. From the photos it is not clear to observe the symptom reported by the customer. A device history record review was completed for provided material number 306595, lot 0231132. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: there was floating objects in the flush.